Manufacturer narrative:
The return of the device has been requested; however, it does not appear to be available. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, an addendum to this report will be filed. A review of the lot history records did not reveal any issues during production. To date, there have been no additional complaints for this lot number. Coloplast notes that the catheter was inspected immediately prior to use; as well, the surgeon did not follow the IFU recommendations for a non-deflation of the balloon. Device not returned for evaluation.

Event description:
Patient identifier: (B)(4). According to the information received, a hospital reported that a folysil catheter collapsed after the catheter was cut at 0.5mm under the y connecter while using on a patient. Thus, the catheter became blocked after the cutting and the balloon was not able to deflate.